Manufacturer narrative:
Results- introducer sheath, vessel morphology is severely calcified, very small in diameter, and difficult to access. Conclusion- vessel morphology is severely calcified, very small in diameter, and difficult to access, introducer sheath.

Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted into a patient for endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unk. The patient's vessel morphology is severely calified, very small in diameter, and difficult to access. It was reported that during inserting of the dilators, the iliac artery was perforated. Thephysician placed the bifurcated stent graft sealing the dissection without the use of an introducer sheath due to the narrow diameter of the artery there was no room for an introducer sheath to guide the stent graft for percise positioning. The physician was attempting to reposition the stent graft by pulling the stent graft down and the stent graft fell into the aneurysm sac. The physician elected to place two aortic cuffs. No additonal clinical sequelae were reported and the patient is fine.